Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the multiple episode of ventricular fibrillation and tachycardia recorded by the implantable cardioverter defibrillator. Intermittent under-sensing was noted. The patient was admitted to the hospital where further evaluation was performed. Programming interventions were discussed; however, no changes were made. The patient was stable.